Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported impedance anomaly was confirmed in the laboratory via review of the high voltage lead impedance trend. The dev ice was tested on the bench and using automated test equipment and no anomaly was detected. The device met all test specifications. The cause of the field report event could not be determined. The device was normal during testing. .

Event description:
It was reported that during vf episodes, shocks were not delivered and hv lead impedance showed as 0ohms. In-clinic testing gave normal hv lead impedance. ICD was explanted.